Manufacturer narrative:
The insulin pump was received with intermittent (act, b, escape and up) button response due to corroded keypad traces. No button error alarm or audio/vibrate anomaly during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a program alarm anomaly. The patient's blood glucose at the time of incident was 180 mg/dl. During troubleshooting the alarm was unable to clear with the esc or act button. The battery was removed for five minutes and then reinserted, but the display did not return. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.